Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions and without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the rotating coupling was properly attached to the return connector. Function testing: an attempt to separate the rotating coupling from the return connector was conducted by pulling by hand the rotating coupling from the return connector; there were no difficulties in the sample to separate the rotating coupling from the return connector. Inspection: the inside diameter (ID) of the rotating coupling was measured using a pin gauge; the ID was within specification. The outside diameter (od) of the swivel return connector was measured using a micrometer; it was found to have a value below the current specification. The root cause of the issue was deemed supplier-related; the outside diameter of the swivel return connector was under specification. Action(s) taken to mitigate the reported issue(s): notification was issued to the supplier to request root cause analysis and corrective actions. The mold that was use to manufacture the product was revalidated by the supplier in order to comply with the specification.

Event description:
It was reported that the luer-lock connection on the patient tube loosened when connecting to an extension; and can be removed. No patient injury was reported.